Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cough. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged of having bad cough. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device. Dust/dirt contamination was observed on the bottom enclosure, sd cover flip door, ui panel assembly, blower, blower box, blower bellow, blower upper cap, and rear panel. Hair like substance found on the rear panel. A contaminate consistent with keratin was observed on the blower box. Dust/dirt contamination was observed in the airpath likely from an external device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but confirms presence of dust/dirt contamination in the airpath. Section h6 (medical device problem code, type of investigation, investigation findings, investigation conclusions) was updated in this report.